Event description:
Spontaneous call. Pt's spouse called to report pt has been off remodulin for about 36 hours, pt's cassette did not attach correctly, and pt did not hear alarm, pt was having some shortness of breath and difficulty with focus. Advised pt would probably have to go to emergency room, but would try to call on-call md, contacted md office, and was told on-call md only deals with inpatient pts, contacted spouse, and advised pt would need to go to emergency room. Pt also received call from md office while author was on the phone, and they instructed pt to do the same. No other information available. Pt stated the pump was working, and it was the cassette that was the issue, so the pump was not replaced. Product fault occurred while in use, product fault may have contributed to injury, device is available for investigation. Device did not need to be replaced as author was told it was a cassette issue, infusion is life sustaining. Did we replace device? No, device did not need to be replaced as author was told it was a cassette issue. Did the pt have a backup device they were able to switch to? Unk; is the infusion life-sustaining? Yes. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contributed to pt or clinical injury? Product fault may have contributed to injury. If yes, was any medical intervention provided? Pt sent to ER. Is the actual device available for investigation? Yes. Reported to (B)(6) by pt/caregiver.